Manufacturer narrative:
This report is submitted on 27 apr 2021.

Manufacturer narrative:
This report is submitted on september 17, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and poor performance with the device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device, and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. This report is submitted on 19 mar 2021.